Event description:
Ventilator battery showed full and ventilator alarmed battery low, followed by ventilator battery discharged within 2 minutes of the first alarm. Ventilator battery showed full the entire time. The ventilator then did a system shutdown and became inoperable. The patient was being manually ventilated with an ambu bag the entire time and while on transit. The patient was not on the ventilator while the machine was having battery problems.